Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was 332 mg/dl and was taken to the hospital for assistance. Customer stated that her insulin pump was alarming battery out of limit. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.